Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received for evaluation. Sample was received in decontaminated without the original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. While there was a fluid in the tube, no kinks were found, or any damage that would impede the functioning of the sample. During functional testing, the sample was set for accuracy testing using a pump and a balance mettler to look for unusual function. Sample passed the accuracy test; thus, the reported failure mode is not confirmed. Root cause cannot be determined. No actions are required since the complaint was not confirmed.

Event description:
Information was received indicating that large volume of infusion was remaining in a smiths medical cadd administration set. No adverse effects were reported.